Manufacturer narrative:
A complaint investigation could not be performed since the site and product information could not be collected as part of the blind survey. Based on the feedback received from the survey, this complaint is being reported because a clip falling off or deploying prematurely could lead to inadequate clip application, which could compromise hemostasis. While there was no known harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur. If additional information becomes available, a follow-up MDR will be submitted.

Event description:
It was reported in a survey that the surgeon experienced "need to reload it manually each time, so sequential firing difficult. Sometimes falls off or deploys prematurely" with no further details provided. The event date is unknown. Intuitive surgical, inc. (Isi) was unable to follow-up to obtain additional information as the customer/site information was not provided.